Manufacturer narrative:
The event occurred in (B)(6) case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Reporter stated the customer has experienced an ongoing issue with insulin leaking from the cannula when the infusion set is in use for 2 days. The adhesive becomes wet with insulin and the customer experiences hyperglycemia as a result. No adverse event was reported. The alleged product was requested for evaluation.